Manufacturer narrative:
Upon inspection, bec field service engineer (fse) determined that a cooling fan was inoperable and replaced it. Upon replacement of the fan, the instrument returned back to normal operation. No other damage to the instrument was noted at the time of inspection. The instrument was verified to be operational. No potential cause for a burning smell could be identified at the time of the inspection. The instrument has the appropriate safety ratings. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a burning smell. The customer was using the allegra 25r centrifuge to spin samples when the burning smell was noticed like a electronic component on a board. There was no smoke or other issues. The unit was unplugged. No injury was reported.